Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl and a golf tee image on the display screen. Customer treated with a bolus and indicated that the pump is able to be used as designed. Customer requested assistance on sensor graph and troubleshooting advised customer on sensor usage and graph. Customer indicated that he did not require further assistance and ended the call at this point. No further details given.

Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer's blood glucose at the time of the incident was 395 mg/dl. The device did not contribute to a reportable serious injury.